Manufacturer narrative:
An event regarding shell loosening and instability was reported involving a tritanium shell. A review of the provided medical records indicated that the shell was malpositioned. Method & results: device evaluation and results: not performed as the device was not returned medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: cup malposition in absent anteversion/retroversion has contributed to an overload condition in the arthroplasty with cup loosening and instability requiring revision. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: a review of the provided medical records by a clinical consultant concluded "cup malposition in absent anteversion/retroversion has contributed to an overload condition in the arthroplasty with cup loosening and instability requiring revision." No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to shell loosening and instability. A review by a clinical consultant confirmed cup malposition in absent anteversion/retroversion has contributed to an overload condition in the arthroplasty with cup loosening and instability requiring revision.

Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that patient's right hip was revised due to shell loosening and instability. A review by a clinical consultant confirmed cup malposition in absent anteversion/retroversion has contributed to an overload condition in the arthroplasty with cup loosening and instability requiring revision.